Event description:
A malfunction alarm with a code identified as malf 12 was reported. There was no adverse impact to the customer¿s blood glucose level. Technical support provided instructions to reset the malfunction code, and the customer was advised to follow up as needed.